Event description:
It was reported that right ventricular (rv) lead had dislodged in the subclavian vein. The lead was explanted and replaced with no complications.

Manufacturer narrative:
A complete lead was returned in (B)(4) piece with the helix fully extended. The measured full helix extension length was within specification.